Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. The device was sterilized and there was no evidence of blood on it. The device was tested for suction and no abnormalities were found during the functional test. Based upon these findings, the reported complaint "had no suction" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer had no suction, they changed the tubing, but it still would not hold suction. This occurred at the beginning of the procedure. A new kit was used to complete the procedure. There were no pt effects. The product was returned.